Event description:
It was reported that the handpiece was heating up when connected to the console and not in use. A back-up device was available and was used to complete the procedure with a delay of less than five minutes. There was no pt or user injury, no delay, and no adverse consequences reported due to this event.